Event description:
Device was returned for an unknown reason. During service, technician found e2 and e5 error codes on screen, a defective motor, flex, lock parts and outer hose is loose from drive. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the device motor, flex, locking mechanism, cable were faulty due to improper handling, causing error codes e2 and e5 to be displayed. The device was repaired and returned to customer on 5/6/2013.